Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat av- shunt stenosis. However, the deployment line became stuck after being extended about 15cm, the device failed to deploy. Another viabahn device was used to complete the procedure successfully. Patient didn't experience any adverse consequences.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Update d9: date device returned to manufacturer. Update h6: code c19 - the manufacturing records were reviewed, the device lot met all pre-release specifications. Code d15 - the primary reported failure mode, related to a stuck deployment line, was not consistent with the engineering evaluation findings of an ability to continue deployment from the knob. However, there were observations of the outer zipper being deployed to the turnaround, an exposed distal shaft, and the deployment knob was detached from the hub. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, and/or anatomical interactions. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The cause for the finding of an exposed distal shaft could not be determined, but it is consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.